Event description:
Md was using the device to ligate tissue during a laparoscopy procedure. After activating the device to coagulate and cut the tissue, the jaw of the device would not release and open. The md needed to cut away the surrounding tissue to release and remove the instrument.